Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique test strip: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved- unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 192, 145, 234, 160 and 121 mg/dl. Customer was not concerned with high results, only with variance. Customer was testing on different hands, different fingers. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl in the morning, and 130 - 150 mg/dl in the evening. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, back to back blood tests were performed by the customer fasting and produced test results of 124 mg/dl, 123 mg/dl and 112 mg/dl using truemetrix air meter. The product is stored according to specification in the family room. The test strip lot manufacturer's expiration date is 07/17/2019 and open vial date is two months. The meter memory was reviewed for previous test result history: result 1:192mg/dl, 1/03 526a fasting; result 2:145mg/dl, 1/03 525a fasting; result 3:234mg/dl, 1/03 524a fasting; result 4:160mg/dl, 1/03 523a fasting; result 5:121mg/dl, 1/03 522a fasting.